Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was noted that the there was an elongated blanking period, causing additional unneeded pacing from the implantable pulse generator (ipg). It was also noted that there was atrial undersensing on the right atrial (ra) lead that was delaying mode switch. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.